Event description:
The customer reported a charge button failure in operational check.

Manufacturer narrative:
(B)(4). The customer reported a charge button failure in operational check. The device was evaluated at philips. The symptom was clarified as the device hanging/locking up at the charge button step in operational check. The issue was localized to the processor pca.